Event description:
On 03-jan-2007, the patient reported the following by phone: the graft was implanted in 1995 to repair an abdominal aortic aneurysm that was causing severe pains in both legs. In 2006, the patient started experiencing similar pains that have since prevented him from walking. He will be seeing a physician on 23-jan-2007 regarding the leg pain.

Manufacturer narrative:
Since no device can be returned for evaluation and the information attainable at this time is insufficient to determine a root cause of the patient's complaint, the exact cause of the patient's experience is unknown and appears, at this time, to be unattainable. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.